Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy"), ruptured ectopic pregnancy ("left ruptured ectopic pregnancy (mr)") and abortion of ectopic pregnancy ("loss of ectopic pregnancy (pregnancy stillbirth or miscarriage)") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida ii, parity 1 ((B)(6) 2008) and vaginal bleeding. Concurrent conditions included lower abdominal pain, weakness postural, bloating, pelvic pain, dizziness, lower abdominal pain, dizziness, bleeding genital, clotting disorder, uterine leiomyoma, medical device site bleeding, obesity, scar and bloating. Concomitant products included ferrous sulfate (ferrous sulphate), ibuprofen (motrin) and vicodin (norco). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) with pelvic pain, ruptured ectopic pregnancy (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issue"), abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (bilateral salpingectomy), surgery and surgery (bilateral salpingectomy). At the time of the report, the ectopic pregnancy with contraceptive device, ruptured ectopic pregnancy, menstrual disorder, abortion of ectopic pregnancy, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abortion of ectopic pregnancy, ectopic pregnancy with contraceptive device, menorrhagia, menstrual disorder, ruptured ectopic pregnancy and vaginal haemorrhage to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. She did not allege that essure caused birth defects. Post-op diagnosis: left ruptured ectopic pregnancy, right unruptured ectopic pregnancy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.6 kg/sqm. Underwent a urine pregnancy test which was positive and a pelvic ultrasound which showed blood in the cul-de-sac as well as the spleen and overlying the liver. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: ruptured ectopic pregnancy" most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "loss of ectopic pregnancy (pregnancy stillbirth or miscarriage), abnormal bleeding (vaginal), abnormal bleeding (menorrhagia)", reporter added from pfs. Event"ruptured ectopic pregnancy (mr) " added from medical record. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy"), ruptured ectopic pregnancy ("left ruptured ectopic pregnancy (mr)") and abortion of ectopic pregnancy ("loss of ectopic pregnancy (pregnancy stillbirth or miscarriage)") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted," and device ineffective "device ineffective". The patient's medical history included multigravida, parity 1 (B)(6)2008) and vaginal bleeding. Concurrent conditions included lower abdominal pain, weakness postural, bloating, pelvic pain, dizziness, lower abdominal pain, dizziness, bleeding genital, clotting disorder, uterine leiomyoma, medical device site bleeding, obesity, scar and bloating. Concomitant products included ferrous sulfate (ferrous sulphate), hydrocodone bitartrate;paracetamol (norco), ibuprofen (motrin) and paracetamol (acetaminophen) since (B)(6)2009. In 2009, the patient experienced abdominal pain ("abdominal pain"). On (B)(6)2009, the patient had essure inserted. On (B)(6)2009, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and the first episode of vaginal haemorrhage ("abnormal vaginal bleeding"). In (B)(6)2009, the patient experienced depression ("depression/psychological or psychiatric condition: depression ") and anxiety ("mental anguish/psychological or psychiatric condition: mental anguish"). On (B)(6)2010, the patient experienced the second episode of vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) with pelvic pain and ruptured ectopic pregnancy (seriousness criteria medically significant and intervention required) and experienced menstrual disorder ("menstruation issue") and abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy) and underwent treatment due to complications from essure device. At the time of the report, the ectopic pregnancy with contraceptive device, ruptured ectopic pregnancy, menstrual disorder, abortion of ectopic pregnancy, the last episode of vaginal haemorrhage, menorrhagia, depression, anxiety and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abortion of ectopic pregnancy, anxiety, depression, ectopic pregnancy with contraceptive device, menorrhagia, menstrual disorder, ruptured ectopic pregnancy, the first episode of vaginal haemorrhage and the second episode of vaginal haemorrhage to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. She did not allege that essure caused birth defects. Post-op diagnosis: left ruptured ectopic pregnancy, right unruptured ectopic pregnancy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.6 kg/sqm. Pregnancy test urine - on an unknown date: positive. Ultrasound pelvis - on an unknown date: blood in the cul-de-sac as well as the spleen and overlying the liver. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: ruptured ectopic pregnancy" . Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received. Events per pfs: abdominal pain was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report..

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy"), ruptured ectopic pregnancy ("left ruptured ectopic pregnancy (mr)") and abortion of ectopic pregnancy ("loss of ectopic pregnancy (pregnancy stillbirth or miscarriage)") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted," and device ineffective "device ineffective". The patient's past medical history included multigravida, parity 1 ((B)(6) 2008) and vaginal bleeding. Concurrent conditions included lower abdominal pain, weakness postural, bloating, pelvic pain, dizziness, lower abdominal pain, dizziness, bleeding genital, clotting disorder, uterine leiomyoma, medical device site bleeding, obesity, scar and bloating. Concomitant products included ferrous sulfate (ferrous sulphate), ibuprofen (motrin), paracetamol (acetaminophen) since (B)(6) 2009 and vicodin (norco). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and the first episode of vaginal haemorrhage ("abnormal vaginal bleeding"). In (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2010, the patient experienced the second episode of vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) with pelvic pain, ruptured ectopic pregnancy (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issue") and abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with bilateral salpingectomy. And coils were removed. At the time of the report, the ectopic pregnancy with contraceptive device, ruptured ectopic pregnancy, menstrual disorder, abortion of ectopic pregnancy, the last episode of vaginal haemorrhage, menorrhagia and depression outcome was unknown. The reporter considered abortion of ectopic pregnancy, anxiety, depression, ectopic pregnancy with contraceptive device, menorrhagia, menstrual disorder, ruptured ectopic pregnancy, the first episode of vaginal haemorrhage and the second episode of vaginal haemorrhage to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. She did not allege that essure caused birth defects. Post-op diagnosis: left ruptured ectopic pregnancy, right unruptured ectopic pregnancy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.6 kg/sqm. Underwent a urine pregnancy test which was positive and a pelvic ultrasound which showed blood in the cul-de-sac as well as the spleen and overlying the liver. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: ruptured ectopic pregnancy". Most recent follow-up information incorporated above includes: on 23-jul-2018: plaintiff fact sheet received: psychological or psychiatric problems condition: depression and mental anguish, essure confirmation test not conducted and abnormal vaginal bleeding events was added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.